Event description:
Pt was implanted with a synchromed pump and catheter in 1998 for intrathecal infusion of lioresal for intractable spasticity related to cerebral palsy. In 1999, pt underwent explantation of the pump and catheter due to infection/meningitis. The organism, treatment, and pt outcome are unknown after several calls to the hcp.